Event description:
It was reported to philips that the device fails operational check for shock equipment malfunction. There was no patient involvement.

Manufacturer narrative:
It was reported to philips, that the device fails operational check, for shock equipment malfunction. There was no patient involvement. The customer requested, to return the device to the bench for evaluation. The bench tech verified, the reported issue and determined the defib capacitor should be replaced. Based on the conclusion of the evaluation. It was determined, that this was a malfunction of the defib capacitor. The defib capacitor was replaced to resolve the reported issue. The device remains at the customer site. No further evaluation is warranted at this time.